Event description:
It was reported that a patient underwent a lumbar disc surgery at unknown level(s) and during the procedure, six screws slipped and had to be replaced. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4). Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample set screw found the implant unable to be fully engaged. The above observations are consistent with misalignment of the fas and set screw threads during construct assembly.